Event description:
The rptr sent back the track ii from a 2010 syringe infusion pump stating that the track was broken. During evaluation by co tech svs, it was determined that the track was broken on the right side of the retainer and would not alert.